Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37546 was returned and analyzed. During external visual inspection of the balloon, shaft, and handle segments it was observed that the balloon was bent. The catheter smart chip data was reviewed. The data indicated the catheter was never used; no application performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.157 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was stuck/glued on the hypotube-push button assembly. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and a bellow stuck/glued on the hypotube-push button assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, upon insertion of the balloon catheter it was observed to be kinked. The kink was confirmed with fluoroscopy. The balloon catheter was replaced which resolved the issue. The case was completed with cryo.